Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2002, the patient presented with pre-op diagnosis of l4-5 lumbar spondylosis, l4-l5 lumbar instability, l4-5 lumbar disk protrusion, sciatica. Patient underwent following procedures: l4-5 central subarticular and foraminal decompression, bilateral partial facetectomies and foraminotomies, bilateral lumbar discectomy, l4-5, and posterolateral fusion, l4-5, using pedicle instrumentation and bone morphogenetic protein on a compression resistant matrix. The transverse processes at l4- and l5 were decorticated along with the lateral gutters. Compression resistant matrix was placed out laterally. No patient complications were mentioned.